Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. While attempting to implant a 3.50 x 28mm taxus express2 drug eluting stent the shaft broke inside the pt. The device was successfully removed. No pt complications were reported. Pt status reported as "ok."

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.